Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01jef, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that there was an increase in back pain. This was considered a gradual change in therapy/symptoms. The patient had back pain prior to implant, but it was not painful enough to do anything about it. The back pain had been gradually getting worse since implant. The pain started many years ago. After follow-up with the patient, it was reported that they were still trying to resolved the back pain. There were not able to get an MRI because of the device and it was a real barrier. Additional information from the consumer reported the patient will have back surgery for the back pain but not being able to have an MRI had been a barrier. The indication-for-use (IFU) was bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.